Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Ther was a cut noted in the insulation through to the rs negative lumen, this was determined to be induced during the explant procedure. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. When the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture at maximum outputs. The sensing and impedances were reported to be within normal limits. Subsequently, the patient underwent a revision procedure and this lead was surgically extracted and replaced. No additional adverse patient effects were reported.